Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly; the up button does not respond. The customer stated he was pressing the buttons to program 4 units and it give 7 units. The blood glucose at the time of the incident was 78 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.